Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under appropriate sequece number. We are unable to determine the relationship between the device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
Physician stated that during the procedure he attempted to break a stone in the common bile duct by using a trapezoid basket attached to an alliance handle device. He reported that the basket was not able to crush the stone no matter despite the amount of mechanical pressure they used. The tip of the basket also did not pop, therefore, he had difficulty taking the basket outside the patient. When the pressure was increased the handle of the basket broke. The procedure was completed with another trapezoid basket. No further information to date despite numerous attempts at gathering further information.